Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Will not be returned to manufacturer.

Event description:
Customer reported low blood glucose symptoms with a result of 99 mg/dl obtained on the mobile system. One minute later customer tested 48 mg/dl on an optium system. The customer's mother treated her with sugar and toast and low blood glucose symptoms improved. Requested return of suspect device however the test cassette has been discarded.